Event description:
It was reported that the patient's non-boston scientific implantable cardioverter defibrillator (ICD) system was scheduled for replacement with a boston scientific system due to a lead fracture. However, the physicians were unable to obtain suitable access for placement of a new transvenous lead. As a result, a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted instead. During the procedure, defibrillation threshold (dft) testing was unsuccessful. Consequently, the decision was made to abandon the s-ICD system and proceed with implantation of a transvenous ICD system. The s-ICD system was not marked prior to the procedure per the surgeon's preference. No adverse effects to the patient were reported. Product return is expected.